Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 30 mg/ml; 1.443 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the patient first noticed reduced effectiveness in therapy approximately 6 months ago. There were no known environmental/external/patient factors. The patient underwent a dye/rotor study as well as x-rays that confirmed the catheter was kinked. Surgical intervention occurred (B)(6) 2018. The 8709 catheter was removed due to multiple kinking in pump pocket site. It was replaced with an 8780. The explanted catheter will be returned to the manufacturer. The issue was resolved. Patient status was alive - no injury. Patient weight was asked but unknown. Medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter, UDI# (B)(4). Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Catheter 8578 was returned and analysis found the sc connector had a non-significant indent in the seal which did not affect infusion. Catheter 8709 was returned, and analysis found the catheter body had a compressed area. The catheter body had a hole caused by deep abrasion. The catheter body had a hole-not user related. If information is provided in the future, a supplemental report will be issued.